Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the legal representative of the decedent's family that on (B)(6) 2014 the customer was found at home, unresponsive. The paramedics were unable to obtain a blood glucose reading and the customer was admitted to the intensive care unit with severe hypoglycemia and seizures; this resulted in altered mental status. The customer died of complications on (B)(6) 2015.